Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative replaced the main pcb (part number: 0670-00-1152e), the iab datasette (part number 0670-00-0786) and the dss datasette (part number 0670-00-0787). In an unrelated repair, the helium tank (part number 0202-00-0104) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The main board and datasettes were returned to the factory for evaluation. The reported problem could not be confirmed at the factory. The parts were subsequently returned to the board supplier for further evaluation. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp was not acquiring an ECG signal. The customer used the blood pressure trigger while CPR was initiated on the pt. The pt was switched to another iabp using the same ECG cables and therapy was continued. The customer reported that the pt expired later the same day. The customer does not attribute the death of the pt to the iabp.